Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25mar2020.

Event description:
It was reported that the unit failed battery testing during maintenance. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. A replacement battery was not available to repair the unit. The unit is two years beyond its "end of life" period.